Event description:
It was reported that during the procedure, the cuff was leaking air after intubation and could not be used. Replaced with the spare tube and completed the surgery. No consequences or impact to patient. There was intervention performed. No consequences or impact to patient.

Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that visually, a portion of the cuff balloon was adhered to the device adjacent to the inflation lumen. Functionally, a syringe was used to inject 20cc of air into the cuff and the cuff was deformed with the adhered portion. For further analysis, a leak test was performed by submerging the device in water and no bubbles (leakage) was observed. In the returned condition, there was an out of specification condition that was related to the complaint. H6: additional information suggest that b21, c21 and d16 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.